Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The provided logfile shows the reported problem (tf10). The issue occurred during the inspection of the device. It is important to emphasize that no patient was involved at the time of the event. Tf10 indicates that the motor does not work, pressure cannot be adjusted. Due to the displayed tf10, the intellicuff was replaced with a new one. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf10 during inspection of the device. No patient was involved as per provided information.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf10 during use. No patient was involved as per provided information. The mention of "during use" is unclear and was questioned but no feedback was received.